Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, muscular pain and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2026. Initially, the patient went to the emergency room for muscular pain throughout their entire body but was also experiencing hyperglycemia at this time. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod for an unknown duration. The patient was treated with morphine and painkillers to manage and reduce the pain, and also had an MRI (magnetic resonance imaging) performed. The pod was removed due to the patient needing an MRI. The patient was discharged on (B)(6) 2026.